Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. It was confirmed that the revision occurred due to hip stem fracture. As this complaint only captures trauma cables implanted, no problem was found. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001822565-2023-00812-1, item#: 00223200418; lot#: 61218419. 0001822565-2023-00813-1, item#: 00223200418; lot#: 61151241. 0001822565-2023-00815-1, item#: 00223200418; lot#: 61178767. 0001822565-2023-00816-1, item#: 00223200418; lot#: 61261179.

Event description:
Upon reassessment of the reported event, found that the reason for revision is for hip stem fracture. As such, no problem was found with the trauma devices captured on this complaint.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports 0001822565-2023-00788. Item#00633406836; lot#60869003. 0001822565-2023-00789. Item#00998201818; lot#61384910. 0001822565-2023-00804. Item#00999001746; lot#60342487r. 0001822565-2023-00812. Item#00223200418; lot#61218419. 0001822565-2023-00813. Item#00223200418; lot#61151241. 0001822565-2023-00815. Item#00223200418; lot#61178767. 0001822565-2023-00816. Item#00223200418; lot#61261179. Other associated products. Item#00998201823; lot#61195655. Item#00999001846; lot#60871375. Item#0101012366; lot#2527653. Item#110024772; lot#719650.

Event description:
It was reported that the patient underwent a revision for unknown reasons. Attempts have been made and no further information is available.